Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 37 months, insufficient rv sensing values were reported. During the revision, a pressure spot was noted on the av lead. This lead was then also exchanged. No deterioration in the pt's state of health was reported. The two leads were explanted.